Event description:
It was also reported that the patient presented to the emergency room with chest pain with acute on chronic heart failure possibly tachy induced cardiogenic shock precipitated by the septic shock. The patient was treated with pressor support, intubation and broad spectrum antibiotics.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s): 7122-60 st jude lead, implanted: (B)(6) 2009. (B)(4).

Event description:
A report of a patient death was received with a cause of death of septic shock provided. The source of the septic shock has been requested and not received. The patient was a participant in the adapt-response clinical study.